Event description:
The customer reported the system intermittently will not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the isd pcb and reloaded software. System operates as intended. (B)(4).